Event description:
During a preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction. Manual control of the system pumps and alarm sensors continued to be available through local controls. The device was replaced with an alternate. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.